Event description:
The customer reported that the vaporization efficiency of the fiber had decreased and that the side-firing fiber was noticed to have commenced forward firing during a prostate procedure. The joule count on the fiber when this event occurred was not reported. The procedure was completed with a second fiber. No pt or end user injury was reported.

Manufacturer narrative:
Device (B)(4) (no code available) refers to forward-firing of the side-firing surgical fiber/ a code request has been submitted.